Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer experienced an issue with a needle. The customer states that a field sample inspection revealed that the needle hub was cracked, causing leakage.